Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit would not switch to battery power when ac power is lost. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a system checkout and confirmed that there was no failure of the ge healthcare equipment. The blank screen on the ge healthcare equipment is normal when removing ac line from power outlet. The monitor is blanked out to save battery power for ventilation. The user thought the system was not functioning on battery power.